Event description:
It was reported that during attempted implant, the physician repeatedly turned the helix to find the appropriate position. Extension of the helix became unclear under fluoro. The lead was extracted and the helix was not extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead in segments. Blood in/on helix/lobe.